Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose was 377 mg/dl at the time of incident. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that the blood glucose was able to bring down to 212 mg/dl during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer also reported that the insulin pump had blank display. Troubleshooting was done. The customer does not recall any significant events leading to anomaly. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape was noted. The pump was received with a cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. The pump was received with minor scratches on the display window.